Manufacturer narrative:
Additional information: a4 and b5.

Event description:
New information received notes that the patient was stable post explant.

Event description:
It was reported that the patient presented for follow up with the pulse generator exhibiting a premature elective replacement indicator (eri). The device was explanted and replaced. Further information was requested but not received.

Manufacturer narrative:
Further information was requested but not received.